Event description:
It was reported that approximately 36 months after the xience stent implantation in the proximal left anterior descending (lad) coronary artery and the unpredilated and restenosed proximal right coronary artery (rca), the patient experienced chest pain on exertion. A cardiac stress test was performed; however, the patient failed to complete the test due to severe symptoms. He was admitted to the hospital on (B)(6) 2011 and underwent a cardiac catheterization that showed severe triple vessel coronary artery disease. The xience stent in the proximal rca was occluded and the proximal lad stent was 70% restenosed. On (B)(6) 2011, the patient was surgically treated with 4 coronary artery bypass grafts. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and occlusions are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stent in the restenosed lesion. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It does not appear that the noted off label use of the xience v contributed to the reported patient effects. The other xience v is being filed under a separate MFR number.